Event description:
It was reported that guidewire fracture occured. A 018/180 platinum plus guidewire was advanced to treat the lesion through a guide catheter. However, near the end of the procedure, it was noted that the wire was separating, but had not completely detached upon imaging. The procedure was completed with this device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Date of event was approximated as event date was not reported. Device evaluated by MFR: the device was returned with its original box labeled batch 22492297. The unit returned has a bent and unraveled tip. There was no evidence of a corewire fracture. The outer diameter dimensions were found within specification.

Manufacturer narrative:
Date of event was approximated as event date was not reported.

Event description:
It was reported that guidewire fracture occured. A 018/180 platinum plus guidewire was advanced to treat the lesion through a guide catheter. However, near the end of the procedure, it was noted that the wire was separating, but had not completely detached upon imaging. The procedure was completed with this device. There were no patient complications nor injuries reported.